Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18389626; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was not getting good coverage in the foot. The patient underwent a revision procedure wherein the leads were pulled down.